Event description:
Information received by medtronic indicated that the customer reported moisture damage, pump in contact with water and pump exposed to moisture . Troubleshooting was not performed and no further details has been provided. No harm requiring medical intervention was reported. The customer discontinued using the device and the device was returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Pump passed the displacement test. Pump failed the self test due to pump error 75 due to moisture damage. Successfully utilized thus to download history files. Pump was cut open to perform visual inspection and found moisture damage on the electronic assembly, force sensor, motor, harness assembly vibrator. Pump error 63 (variable info = 15) and pump error 53 were found on (B)(6) 2023 at 13:09:23.000 and (B)(6) 2023 at 13:11:16.000 due to hardware and software error respectively. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: corroded battery tube, cracked keypad overlay, pillowing keypad overlay and cracked case (battery tube). Moisture damage located the electronic assembly, force sensor, motor, harness assembly vibrator. Pump error 75 was confirmed during testing due to moisture damage. Pump error 53 was confirmed in the pump history due to software error. Pump error 63 (variable info = 15) was confirmed in the pump history due to hardware error. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.